Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms rod breakage. Multiple set screw witness marks noted along the length of the rod. No surface defect that appears to have contributed to crack initiation and propagation identified. Fracture surface damage and smearing noted. Examination of the fracture surface identified a multimodal fractures, with small initial region of overload, with some evidence of river lines through the first ~10% of the cross sectional area, followed by progressive convex striations or beach marks through the remaining cross-sectional area until mechanical failure of the implant. Dimensional inspection confirms rod diameter is within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that the rod was broken and the screws were loose. The patient underwent a revision surgery to remove the old hardware and implant new hardware. No additional patient complications were reported.